Event description:
This event is reportable based on the product analysis approved on 09/18/2008. It was reported that during a cryoplasty procedure, the check catheter light came on. The lesion was located in the popliteal artery. The physician advanced the .035-3x100 polarcath balloon catheter to the lesion and during the treatment cycle the check catheter light came on. When the light came on, the system exhausted all the gas and did not work properly. There were no pt complications. The procedure was successfully completed with another .035-3x100 polarcath balloon catheter. However, the returned product analysis revealed that there was a balloon tear.

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. During functional testing, treatment aborted during self test, ending with a flashing check vac light. Download records a vacuum pressure error, and leak test showed leak in the outer balloon. Visual inspection found traces of blood found in the balloon area. Using a microscope found a rip in the outer balloon running 2.6cm long from the proximal end of the balloon toward the middle. Scoring marks on the balloon continues from the ripped area toward the distal end. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.